Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure at 2230 hours. The customer stated that a scheduled es server upgrade and reboot occurred between 2300 and 0000 hours. The nature of the procedure was not disclosed. The customer did not report a delay to patient care. Patient or user harm was not reported. This original complaint file (B)(4) was opened to resolve customer inquiry about the medstation es server upgrade process. A technical support specialist successfully assisted the customer to complete the upgrade. The original complaint also referenced a pyxis anesthesia es system that unexpectedly shut down around the time of the server upgrade. Bd customer advocacy created complaint file (B)(4) to track additional complaint information related to the pyxis anesthesia es system unexpected shut down. As of march 31, 2022, the customer has not reported any adverse outcome. If additional information becomes available, a supplemental report will be submitted. Customer did not provide the serial number for this pyxis anesthesia es system, when the information becomes available a supplemental report will be submitted.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shut down during a procedure at 2230 hours. The customer stated that a scheduled es server upgrade and reboot occurred between 2300 and 0000 hours. The nature of the procedure was not disclosed. The customer did not report a delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn unknown was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn unknown was performed from 24-mar-2020 to 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the server underwent scheduled patching and reboot during a procedure. A technical support specialist successfully assisted the customer to complete the upgrade. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down during a procedure. The customer stated that the es server underwent scheduled patching and reboot task which caused several cabinets to stop communicating and workstation to shut down during a procedure. The customer stated that there was a delay in dispensing medication. The customer did not provide any details regarding the nature of the procedure or the time of the delay to patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly shut down during a procedure. The customer stated that the es server underwent scheduled patching and reboot task which caused several cabinets to stop communicating and workstation to shut down during a procedure. The customer stated that there was a delay in dispensing medication. The customer did not provide any details regarding the nature of the procedure or the time of the delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6 and h11. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident it was determined that the server underwent scheduled patching and reboot during a procedure. A technical support specialist successfully assisted the customer to complete the upgrade. The system functioned as intended after the technical support specialist troubleshot the device.